Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110-overvoltage set) was confirmed. Upon investigation the monitor failed testing and displayed a service code 110. The cause for the failure was isolated to a damaged u1 component on the computer/analog pca. The root cause for the damage u1 component could not be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the defective monitor and battery. Monitor sn (B)(4) manufacturing date: 11/10/2017. Battery sn (B)(4) manufacturing date: 12/11/2014.

Event description:
A us distributor returned a patient's monitor and reported that the patient's flags were displaying service code 110-overvoltage set. The distributor also reported that the patient's battery was not holding a charge.